Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wound under the lifevest equipment. The patient described the area as open wound blisters on back that look like tiny bug bites. There was no alleged device malfunction contributing to the open blisters. The patient¿s physician prescribed a cream for the open wound. Follow up indicated that the open wound improved.